Event description:
Customer's family member called lfs in 2002 alleging that the customer's ot basic meter is not powering on. Per ccr's potential medical notes: "spoke with family member, who states that because the customer could not test with meter (meter did not turn on) the customer had to visit the customer's doctor who then had to give customer insulin and additional medication. States that at the time the customer attempted to use their meter the customer felt dizzy. The customer had replaced battery on meter when it continued not to turn on the customer decided to visit the customer's doctor. Family member states the customer received additional medication whose name the customer does not recall".